Manufacturer narrative:
A visual and functional inspections were performed on the returned guide wire and the reported difficulty to remove was confirmed. Additionally the inner member was separated 14cm proximal to the proximal seal. The inner and outer member were also separated 4mm distal to the guide wire exit notch. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints reported from this lot. There was no damage noted to the sds during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove appears to be related to operational circumstances of the procedure. Based on the reported information and returned analysis, it is likely that manipulation during the procedure, the sds guide wire lumen became stretched causing the guide wire to lock in place resulting in the difficulty to remove. Manipulation and/or inadvertent mishandling of the devices against resistance during retraction, likely caused the subsequent damaged noted on the sds. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The additional hi-torque bmw guide wire referenced is filed under separate medwatch report number. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion with intraluminal thrombus and 90% stenosis in the left anterior descending artery. A 3.5 x 15 mm xience sierra stent was deployed without difficulty; however, during the stent delivery system (sds) catheter removal, resistance occurred with the hi-torque bmw guide wire. The sds catheter could not be moved over the guide wire and the physician had to remove them altogether. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.